Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por). The device was programmed to vvi 65 with outputs 6v@ 1.5ms. The device was reprogrammed back to the original settings and remains in use. The patient stated that she had been going in and out of the courthouse several times recently and had been scanned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).